Manufacturer narrative:
Eval: the iab was returned with the membrane completely unfolded. Visual examination revealed no kinks were noted in the catheter tubing. In addition, an aneurysm was noted in the balloon membrane at the proximal taper. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. It was not possible to pump the iab on the lab iabp due to the membrane aneurysm. Probable cause of difficulty: no leak was found in the returned iab. Although conjectural, it is possible that the user perceived blood within the inner lumen to be blood within the membrane. The aneurysm in the balloon membrane most likely resulted when the balloon was examined outside the pt without the use of a regulated air supply. Over-inflation at this time would have caused the membrane to become aneuryzed. (This follow-up MDR was mailed to the FDA on 5/01/98).

Event description:
The iab was inserted into the pt on 3/6/98. On 3/8/98 after iabp for the 38 hrs, blood was noted in the iab. Event complications: none from the event-reported 3/10/98. Pt's current status: o.k.-reported 3/10/98.